Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound to stimulation and open electrodes. External equipment was exchanged, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed external visual inspection. The device passed the photographic imaging inspection. System lock was obtained intermittently. The device passed some of the electrical tests performed. The device failed the residual gas analysis (rga) test. It is believed that the failure of this implantable cochlear stimulator (ics) device was caused by a loss of hermetic seal, which was concluded from the residual gas analysis (rga) data. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.